Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the cpu board's flash memory and s-rams. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an accutorr plus monitor shut down, which may have affected patient monitoring. No patient injury was reported.